Manufacturer narrative:
The history log for this device showed that the pad-pak was first successfully installed by the user in march 2010 and performed to specification up to the 1st september 2013. Multiple manual power ups one of 10 minutes duration were observed in the device memory between the september 2013 and the 24th september 2015. Investigation found the reported fault can be attributed to membrane failure. This resulted in the green status led remaining constantly lit, the excess current drain and the device switching itself on automatically. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Status indicator lit constantly on device.